Manufacturer narrative:
Per tandem t:slim x2 g5 user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Reportedly, the customer was using apidra at the time of the occlusion and believed this to be the cause of the occlusion alarms. The customer declined to provide additional information. There was no known impact to the customer's blood glucose level.